Manufacturer narrative:
Lot review:lot# 324410 showed (B)(4) were manufactured, tested, inspected and released in april 2016, there were no exception documents. Visual receipt: on (B)(4) 2016 received one, ch2000s, spinning spiros, reported lot# 324410. No mating devices were returned. The spin feature had been activated. Functional testing: a single used ch2000s spinning spiros was returned for investigation of disconnect from a syringe. No syringe was returned. The ch2000s spinning spiros was returned with the spin feature activated. The shear tab was visible but not in the spin path of the gate well. The residual disconnect torque was measured at 0.06in-lbs. Final analysis summary: the complaint of ch2000s spinning spiros premature disconnect from a syringe could not be confirmed. No mating syringe was returned to evaluate with the ch2000s spinning spiros. As designed, the ch2000s spinning spiros was free spinning when returned.

Event description:
Complaint received regarding one, ch2000s, spinning spiros, lot# 2844003 (mfd. April 2014). Report states, spiros was disconnected from a syringe after spiros was turned. There was no click when spiros connected to a syringe. Proper ppe was utilized. No adverse clinician or patient consequences reported.